Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy surgical procedure. During the procedure there was a collision of the robotic arms resulting in a disruption of the surgical procedure. Due to the event occurring during a critical step with the blood supply being cut off, the physician made the decision to convert to classic laparoscopy. The event did not lead to procedure prolongation longer than 31 minutes. The study site reported that the problem with the da vinci arms was a result of patient positioning on the surgery table. There was no error or malfunction of the da vinci device or arms, it was 'human error'. It was further stated that the surgery started with the da vinci, including incisions, ports placed and docking. First surgical steps were made with the da vinci and the decision to convert to classic laparoscopy was based on time, as repositioning of the patient would have taken too long. The event didn't require any additional action and did not result in prolonged hospitalization. The event was reported as resolved the same day. The study investigator reported the event as not unanticipated, not a serious adverse event (sae), mild severity, a olso classification grade I, a causal relationship to the study. Additional information was provided through follow-up. No additional ports were placed. The original ports were sufficient to complete the procedure. The patient positioning problem was attributed to the robot being in the incorrect position relative to the patient.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed as there was insufficient or unconfirmed product/event information. Additional patient information: height - 163 cm., body mass index (bmi) - 29.0 kg/m2.